Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, defib cycle stress testing, ECG monitoring stress testing and temperature monitoring testing without duplicating the report. The multi-function receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.